Event description:
Report received of blood leakage. It was reported that leakage occurred between the connection of the male luer-lock connector of a 3ml/hr. Squeeze flush device and a three-way stopcock of a terumo extension tubing. "Approximately one hour after using the device" an estimated "400 to 500cc" of blood loss was observed. It was reported that "bleeding was stopped and adequate treatment was taken (unspecified)" though requested, no additional information was provided.